Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Review of the pump data logs by tandem technical support verified that the customer manually requested two correction boluses. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.